Event description:
The customer reported that their central station was failing to emit an audible alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) talked to the customer to resolve the issue. The tc confirmed the reported issue and had the customer validate the speakers connection to the central station. The tc had the customer validate the speaker cable which led to the customer finding the disconnected cable and resolving the issue. The device remains on site and in use.